Event description:
Device complications: falure to deploy, failure to retract, user error. Time of complication: during the procedure. Symptoms: none. When attempting to deploy the stent, the thumbwheel locked and could not be turned and the stent was partially deployed. It was noted that the technician tore a glove while attempting to get the wheel to turn. Scissors were used as a `wedge in the handle' and the thumbwheel turned while the stent was successfully deployed in the target lesion. It was also noted that when the scissors were removed, the hand snapped closed and the thumbwheel again would not turn. There was no reported injury and no additional information available.